Event description:
It was reported that since the implant procedure, the right atrial (ra) lead exhibited increasing impedance measurements. At a follow-up appointment, the physician was unable to perform threshold testing due to a low evoked response signal and both this rv lead and the ra lead exhibited loss of capture. Diagnostic imaging was performed which confirmed dislodgement of both the ra and rv leads. Boston scientific technical services was contacted and recommended a revision procedure for both leads. The field representative indicated a revision procedure was performed, but is unknown if the leads will be explanted or capped. The patient was stable with no additional adverse effects reported and the leads were not returned for analysis,

Event description:
It was reported that since the implant procedure, the right atrial (ra) lead exhibited increasing impedance measurements. At a follow-up appointment, the physician was unable to perform threshold testing due to a low evoked response signal and both this rv lead and the ra lead exhibited loss of capture. Diagnostic imaging was performed which confirmed dislodgement of both the ra and rv leads. Boston scientific technical services was contacted and recommended a revision procedure for both leads. At this time, the ra and rv leads remain implanted. A revision procedure is anticipated, but is unknown if the leads will be explanted or capped. The patient was stable with no adverse consequences.